Event description:
Red [erythema], (B)(6), swelled [joint swelling]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a physician who treated the event, not the one who injected synvisc, regarding a pt (initials and pt identifiers not provided) with gonarthritis. The pt's medical history was not provided. On an unspecified date in (B)(6) 2011, the pt initiated synvisc 2 ml which was injected into the knee joint (left and/or right unk) after sterilizing with alcohol. The next day, the knee was swollen and red. The pt went to the hospital where (B)(6) was confirmed and resulted in the pt's hospitalization. The region was cleaned. The physician did not suspect that any contamination existed in the snynvisc syringe. He stated that the way of injected might not be appropriate because the physician who injected synvisc is not a specialist of orthopedic surgery. As of (B)(6) 2011, the pt's outcome for the event of (B)(6) was not yet recovered. Relevant concomitant medications were not provided. The intensity for the events were not provided. The reporting physician assessed the relationship between synvisc and the event of (B)(6) as definitely related. The qa (quality assurance) investigation results were rec'd on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with ay product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.